Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In 2009, initial surgery was done with versa femoral universal for the fracture of shaft of femur. After the surgery, it was found that distal screw was broken. Another surgery will be done to replace the nail and broken screw. The doctor thinks that the screw was implanted in the largest space of the femoral canal, and got broken due to stress from the nail. The implants will be replaced by a longer nail and 5.0mm screw. Re-surgery will not be performed yet.